Event description:
Nurse started IV bolus as ordered for patient. Patient stated that there was blood coming out of IV. It looked like IV/IV tubing was backing up with blood. Blood was coming out of a split, rough area on the IV tubing. Fluid bolus was stopped. IV access was assessed, and no issues noted. New IV tubing was hung with IV fluids. No injury noted. Patient was cleaned up and gown was changed. Alaris pump infusion set noted ref#: (B)(4).